Event description:
The customer reported the evis exera iii gastrointestinal videoscope's nozzle was damaged, but was working when returned to olympus. During device evaluation at olympus, it was found there was foreign material stuck inside of the nozzle. The report is being submitted due to foreign material stuck inside the nozzle found during evaluation. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found a leak from the biopsy channel on the distal end of the insertion part, the cover of the distal end of the insertion part was cracked, the bending tube of the insertion part was shortened, the universal cord had chemical damage, there was play in the up/down and right/left knobs, water contact and removal failed, air/water function flow failed, the suction flow failed, and the nozzle was damaged. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the nozzle, however, the specific material could not be identified. It is likely that reprocessing steps were not fully performed at the user facility due to the leak in the forceps channel. The following information from the instructions for use (IFU) pertains to this event: "·reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair" olympus will continue to monitor field performance for this device.